Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es door 2.2 was jamming. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door 2.2 was jamming. A field service engineer replaced the half height matrix drawer to be replaced to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.